Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgical procedure wherein the patient's ipg was not placed into surgery mode. The patient's ipg has since been confirmed inoperable by a manufacturer's representative. Surgical intervention took place on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Troubleshooting steps could not resolve the issue and the thus the ipg was replaced to reestablish effective therapy.